Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auto/man cable was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the ventilator would not start when switching to the vent mode. There was no report of patient involvement.